Manufacturer narrative:
A manufacture representative went to the site to test the imaging system and confirmed the patient data was in the correct location. They could not find any other issues with the system. A system checkout was performed and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that following a reventative main tenance, the site had a power failure while the system was stored plugged in. It was reported that the site then found different patient exams stored in the particular patient exam folder they were planning to use. The site thought the issue could be related to the power outage at the hospital. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that following a preventative maintenance (pm), the site experienced a power failure while the system was plugged in while being stored. It was reported that the site then found different patient exams stored in the particular patient exam folder they were planning to use. The site was concerned the issue may have been related to the power outage at the hospital. There was no patient present at the time this issue was observed.